Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed; however, the exact cause is unknown. One 4 fr groshong clearvue catheter and one 4 fr two-piece groshong nxt connector were returned for evaluation. An initial visual observation showed use residue on the returned samples. The connector pieces were returned assembled, and the catheter was not attached to the connector. No catheter segments could be seen within the assembled connector, and none were found once the connector pieces were disassembled. A microscopic observation revealed blood residue on the metal cannula of the proximal connector piece and within the compression sleeve of the distal connector piece. After the distal connector piece was dissected, the compression sleeve was measured and was found to be within specification. No damage or defect was found within the distal connector piece. The location and amount of blood residue found within the assembled connector suggests the catheter may not have been fully assembled onto the metal cannula of the proximal connector piece during assembly of the two-piece connector, which allowed it to become detached. However, it was not possible to confirm this from the returned sample. Therefore, the cause of the detached catheter is unknown.

Event description:
It was reported that the catheter was found to be detached from the catheter connector when trying to remove the device from the patient. There was no reported patient injury. On 10/12/2020 ¿ additional information was received. It was additionally reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, when the catheter was checked because leakage was found, the catheter was detached from the catheter connector.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was found to be detached from the catheter connector when trying to remove the device from the patient. There was no reported patient injury. 10/12/2020 ¿ additional information was received. It was additionally reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, when the catheter was checked because leakage was found, the catheter was detached from the catheter connector.